Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
During the device evaluation, the printed circuit board (flex assembly) within the motor was found to be damaged, which is a probable cause of the bias current error.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.